Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss for an unknown amount of time was reported. No product was provided for investigation. Data was provided for investigation. The problem of signal loss was confirmed. The probable cause could not be determined post investigation.